Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), batch: 9110821.

Event description:
It was reported that patient experiencing pain at the ipg site along with difficulty remembering to charge the ipg. Diagnostic testing revealed both leads had migrated and the left anchor had snapped into two pieces. As result, the system was explanted and replaced. Effective therapy was restored post-operatively. It is unknown which anchor contributed to the issue.